Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the stylet exhibited difficulty sliding into the right atrial lead. Psa was used to test measurements and the lead exhibited no sensing. Different cables were used but same issue resulted. The lead was not implanted and replaced. There were no complications for the patient.